Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2020 to parameters below the normal operating range. Nineteen low flow alarms were logged on (B)(6) 2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported that a foreign graft was implanted over the top of the outflow graft. Based on the available information, a possible cause of the reported event may be attributed but not limited to fluid between the outflow graft and the foreign graft attached at implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, medical device: model #: 1125 / catalog #: 1125 / expiration date: 30-sept-2021 / lot#: 15908398-9377, UDI: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Medical mfg date: 30-sept-2016. Labeled for single use? Yes. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was taken to the hospital for evaluation of an existing abdominal aortic aneurysm (aaa). Patient was administered heparin and experienced heparin induced thrombocytopenia (hit) as a result. Shortly after, the ventricular assist device (vad) experienced low flows alarms, as well as power consumption below normal range. A computerized tomography (CT) scan showed potential obstruction of the outflow graft (ofg) near the vad/outflow graft connection point. While repairing the aaa, the area around the ofg was opened up to deal with the obstruction. During implant, the ofg assembly had been covered with a larger gortex tube. It was noted that there was fluid that had hardened between that added graft and the ofg that was causing compression externally on the ofg. The additional graft was cut away to relieve the compression and vad flows returned back to normal. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.